Manufacturer narrative:
(B)(4). The sample evaluation is anticipated, but not yet begun. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer contacted baxter (B)(4) regarding a crack on the light blue main body of the transfer set. The customer reported that the liquid could not be stopped even if closing the clamp. The transfer set had been in use for one month. There was no injury or medical intervention reported. No additional information is available at this time.